Event description:
When the dilator was removed from the sheath, the valve was noted to be leaking. The device was placed successfully and no patient injury occurred.

Manufacturer narrative:
Evaluation: event is still under investigation.